Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 07/19/2016 to report that they experienced inaccurate continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The patient was involved in an auto accident caused by a low event she was unaware of, due to cgm inaccuracies. The patient stated that she is hypo unaware. Patient reported that an unknown female driving behind her and who had witnessed the accident, responded by assisting the patient in taking a drink of apple juice she had in her car. Patient stated that she was coherent enough to respond to inquiries made by the female about the patient's diabetic status. Patient declined medical assistance due to a fear of hospitals. Patient was taken by a police officer to a nearby location to obtain food to address her glucose levels. Additionally, patient reported that prior to the accident she saw her cgm value of 186mg/dl and felt kind of funny but did not check her bg with a fingerstick until after her accident, 20 minutes later. Fingerstick read 33mg/dl. Patient also stated that she totaled her truck due to the hypoglycemic event but that no other people were involved. At the time of contact, the patient was in good condition. No additional event or patient information was provided. Multiple bg meters were used throughout the same sensor session. Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.